Event description:
During baxter's functional testing of a spectrum pump, it failed to alarm for an upstream occlusion. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. It was found out of specification with respect to failing to alarm for upstream occlusion. The device was calibrated to ensure proper detection.